Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that swelling and heat occurred. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. The hcp suspected infection and wanted to explant. Explant and antibiotics were reported. It was unknown if the issue had resolved at the time of this report and patient status was alive-no injury. The return status was no return- customer discarded. No further complications were reported.